Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified; however, a the charging issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was intermittently delayed in responding to the customer's input. Additionally, the battery would not initiate charging until several minutes after physically plugging the pump into a power source. Upon follow up system check, the touch screen was observed to be functioning properly. Blood glucose ranged from 280-378 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.